Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 502 mg/dl. The customer was called to get assistance pairing transmitter with pump. Customer's outcome pertaining to the complaint. Troubleshooting was offering for high blood glucose, but customer give no answer. The product will not be returned for analysis.

Manufacturer narrative:
Additional information added.

Event description:
Called and spoke with the mother. She stated that the customer was not using the auto mode feature at the time of the event.